Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on keypad trace. No button error alarms occurred. The device passed the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and the alarm could not be cleared. Blood glucose value was 118 mg/dl. The customer stated that the device was not exposed to moisture and she was unsure if a button was pressed for 3 minutes or longer. The customer also reported that around (B)(6) 2013 her blood glucose started running high and she could not get it down. She had several readings where the meter would just show high. She changed the infusion set, reservoir and insulin and treated with manual injection. The device was returned for analysis.